Event description:
It was reported to nova biomedical that a consumer was concerned about receiving a "lo" blood glucose reading. Appropriate treatment with orange juice was given by the consumer's wife. Emergency medical technicians were called. By then the consumer's blood glucose level elevated to 70-80 mg/dl. No treatment was given. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips will be returned for eval.